Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. The blood glucose reading at the time of the call was 292 mg/dl. Troubleshooting was not performed. No further information was provided.